Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Reportedly six weeks post lens implant, patient noticed sudden vision change. Dilated exam revealed optic tilt. Lens was removed eight weeks post-op and replaced with a lens of different model and diopter. Additional information has been requested and not received.

Manufacturer narrative:
Additional information was received confirming this case is a duplicate of medwatch report number 0001313525-2020-00157. The event is assessed not related to the device and therefore no longer deemed reportable.